Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level of 600 mg/dl last night and she cannot check her blood glucose anymore because her meter is not working. Customer stated that she is not having any issues with her insulin pump at all. Customer stated there was recently a passing in her family, so her blood glucose has been affected by that.